Event description:
It was reported that the tubing clamp is defective during use with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: hcp was unable to clamp due to a defective component. The actual sample was discarded because of infection risk.

Manufacturer narrative:
H.6. Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the tubing clamp is defective during use with a bd nexiva¿ closed IV catheter system. This occurred on 2 separate occasions during use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: hcp was unable to clamp due to a defective component. The actual sample was discarded because of infection risk.